Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported polymer separation appears to be related to operational circumstances of the procedure. In this case, based on the reported information, it is likely that during the procedure the polymer coating became damaged. During retraction, the polymer coating likely separated against the heavily calcified anatomy. Additionally, the treatment appears to be related to the operational context of the procedure as the separated polymer coating was left in the patient and embedded to the vessel using a balloon. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, non-tortuous right coronary artery. After removal of the high-torque balance middleweight universal ii guidewire without any resistance noted, the polymer coating was noted to be shaved off. The polymer shavings left in the patient were embedded to the vessel using a balloon. There was no adverse patient sequela reported. No additional information was provided.